Event description:
It was reported that a patient had therapeutic relief right after implant, but it trailed off. Since implant, the device had been on program 1 at electrode 3 negative, electrode 0 positive. Stimulation sensation was initially in between the buttocks. The patient had a car accident four days prior to the report and the stimulation sensation changed, was now in the buttock, and was uncomfortable with certain movements. Since the car accident, an x-ray of the system was done and everything looked good. Impedances were run on the patient for the first time and the 0, 1 electrode pair had a reading of less than 50 ohms. The combination wasn¿t being used in any programming. The impedance for electrode pair 0, 3 was 1004 ohms. The patient¿s nurse would likely try to determine the patient¿s baseline statistics, change programs, and consult with a manufacturer representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0p0l3, implanted: (B)(6) 2015, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).